Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set was coming off from tha cannula on (B)(6) 2024. The blood glucose level was high and was managed by bolus.the location of detachment was betwenn tubing and cannula. Th infusion set was in use for 1 day. No further information was available.

Manufacturer narrative:
Patient country: united states. Patient city: (B)(6).